Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found the stimulation lead body stylet coil stretched. Conductor wires were wrapped around stylet coil near proximal end where stylet coil begins to stretch. Analysis of the stylet found stylet was bent and cut.

Event description:
It was reported the trial lead had been difficult to place, and was damaged during the procedure. Multiple stylets were used to help steer the lead, reported as 4-5 stylets. After the lead was properly positioned, the stylet was difficult to remove. When the stylet began to come out, the tip of the stylet appeared to have a "tiny" coil attached to it. As the physician pulled, the coil kept coming out of the lead. It was determined the inner portion of the lead had become stuck to the stylet upon removal of the stylet. The lead was removed and a new lead was placed. There were no problems placing the replacement lead. Patient status at time of report was noted as no injury. There were no patient symptoms reported related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.